Event description:
It was reported that the alarm failed during pm check. No patient involvement.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. It was unable to determine who caused this. DHR review was done, no issues related to the original complaint were found.